Event description:
The customer reported that the device had no sound. This could potentially cause risk/ injury to a pt if it were to reoccur. There was no report of adverse pt event in this case.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.